Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Additionally, the patient was treated for wound infection type and date not reported). It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct catalog number is 92128; not 92126 as previously reported. Correction: the correct patient identifier is 4173559; and not 602115200 as previously reported. This report is filed (B)(4), 2013.